Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc order. The customer initially reported that the adc device detached prematurely and ordered a replacement. The customer further indicated that due to the delivery delay, the customer felt sweaty, out of breath, and lost consciousness, requiring treatment of coca cola provided by a third-party. There was no report of death or permanent injury associated with this event.